Manufacturer narrative:
Philips service cleaned connectors and reset components, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image disk error caused equipment stoppage on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.